Manufacturer narrative:
This event is being reported because the patient required placement of a stent to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The IFU states that bleeding at the access site can occur following deployment of vascular closure devices and can require endovascular intervention. In addition, it was reported that the physician pulled back on the manta vascular closure device very rough and hard a few times. The IFU states while deploying "withdraw the manta slowly and carefully from the patient." The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2020 a tavr was performed on a (B)(6) male. It was reported that the physician pulled back very hard a number of times while deploying manta. It was reported that there was failed hemostasis following deployment, and that the angiogram showed the lock was "far away from the vessel." The physician placed a covered stent to achieve hemostasis. The patient was reported to be fine following the procedure.

Manufacturer narrative:
On (B)(6) 2020, a tavr was performed at (B)(6) center. The patient was a 71 y/o male (pt identifier: (B)(6) and was said to have no calcification in his arteries. The index device was reported to be an edwards 29mm valve via a 16f procedural sheath. It was reported that the physician was in the training phase of manta vascular closure usage and this was his first case. It was described that, "his technique was poor. We feel that he jerked the foot plate out of the artery as his deployment was very rough and he pulled back very hard a number of times despite us telling him not to." It was reported that there was failed hemostasis following deployment, and that the angiogram showed the lock was "far away from the vessel." The physician placed a covered stent to achieve hemostasis. The patient was reported to be fine following the procedure. This event is being reported because the patient required placement of a stent to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The IFU states that bleeding at the access site can occur following deployment of vascular closure devices and can require endovascular intervention. In addition, user error was identified as a contributing factor. It was reported that the physician pulled back on the manta vascular closure device very rough and hard a few times. The IFU states while deploying "withdraw the manta slowly and carefully from the patient." The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient.